Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unknown device issue occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿unknown device issue¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was initially reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unknown device issue occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, additional information was received: vessel damage occurred requiring cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿unknown device issue¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU) as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient code 2199 removed.